Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user's physical therapist, who reported that the "right front tire's bearing came out and the tire dislodged from the mounting track on the walker while in use," and that "as a result the [end user] fell." There was no report or medical treatment associated with the complaint. Multiple attempts were made to retrieve the product for investigation, with no response. Drive will continue to monitor complaints for any related trends.